Event description:
N/a.

Manufacturer narrative:
Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR was reviewed and show no abnormalities related to the reported issue. The xenon lightsource power cord was returned for evaluation: failure analysis: the problem, as described by the customer, cannot be confirmed. The unit was fitted with a bifurcated cable and left running for approximately 30 minutes without issue. The metal end of the cable where it attaches to the turret did indeed become hot, but that is normal. No other part of the cable became hot. The light source would not reliably light, and this is due to a defective power board, which must be replaced. As a preventative measure, the lamp will be replaced as well. Root cause: the reported complaint is not confirmed. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Manufacturer narrative:
The device was not yet returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
It was reported that the 00mlxuk mlx 300 xenon lightsource w/UK power cord burnt a hole in the surgeon's gown when it was removed from the light source. Additional information received on 05aug2020 indicated that there were no other consequences during the procedure.